Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the reported error by looking at the error log and analyzer print out. Fse reproduced the problem by priming the bf probe. While troubleshooting, fse found the waste pump was not working, the diluent and wash pumps were very weak and not pumping fluids properly. Fse replaced the pumps, primed the analyzer, ran a background check and validated the analyzer by running qc; all runs completed without errors and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under section 7-1: list of error messages states the following: [2015] bf probe purge failure is generated purging by the bf probe is abnormal. Solution: clean up the wash probe tip or replace it. Contact the service department. The most probable cause of the reported event was due to faulty waste, diluent and wash pumps.

Event description:
A customer reported getting error message "2015 bf probe purge failure" on the aia-360 analyzer. The customer changed a probe tip and found line going into the probe was leaking and reconnected it, but error persisted. Technical support specialist (tss) instructed the customer to start the analyzer and monitor for leak; customer saw bubbles in wash probe tubing and 2015 error reoccurred. Tss instructed the customer to perform a prime wash two times, and error occurred both times. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.